Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have had ongoing issues with questionable results for an unspecified number of patient samples tested for albp albumin bcp (alb) on a cobas 8000 c 702 module (c702). The customer provided an example of one patient sample that had an erroneous initial alb result that was reported outside of the laboratory. The sample initially resulted as 2.1 g/dl. The sample was repeated on a different analyzer, resulting as 2.8 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The alb reagent lot number was 219743. The reagent expiration date was asked for, but not provided. The laboratory room temperature and humidity were acceptable. No air bubbles were observed on the surface of the alb reagent when the cassette was loaded.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The customer stated that the issue was solved by the following service actions: the field service engineer suspects that there is an environmental issue with the reagent compartment of the analyzer. He checked pump pressures and pipetting; no issues were identified. Alb is the only assay affected on rotor b of the analyzer. He states that values recover lower when 1/3 of the reagent is remaining. The issue is not resolved upon multiple calibration attempts and quality control runs. Controls run on a fresh uncalibrated reagent pack recover near the mean. Probe adjustments did not resolve the issue. The temperature within the reagent compartment was good. Considerable condensation was visible within rotor b. He replaced an air pump diaphragm since a hole was found. He ran precision studies, yielding excellent results. No imprecision or pipetting failure was identified.